Event description:
It was reported that there was a catheter leak. The catheter was replaced. No further information was provided on this event. Ad ditional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006-(B)(6), type catheter product ID 8709, serial# (B)(4), implanted: 2005-(B)(6), product type catheter. (B)(4).